Event description:
The novasure procedure only lasted 30 seconds when the "vacuum light" came on. The physician did not want to bring any new harm to patient he chose not to redo the procedure. Manufacturer response for endometrial ablation, novasure (per site reporter): approval was given to run a second ablation.